Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that patient with an implanted prometra ii, 20 ml pump experienced multiple under infusions and reported an increase in pain. The pump was surgically removed.

Event description:
Per additional follow-up, additional information was provided as below the patient underwent an intrathecal catheter dye study on (B)(6) 2019, which was required due to an unexpectedly large reservoir volume at her last refill. The catheter dye study revealed normal findings with a well-positioned, patented catheter with excellent subarachnoid spread of contrast demonstrated. Patient's pain score at best is 4, at worst is 10 and currently is 8/10. Patient's prescription drug was monitored.- the patient was placed in a supine position. The medication was then injected back into the reservoir with ease without complication. The needle was removed intact. Patient was taken to recovery room in good condition. There were no apparent complications. Patient's medication was assessed and the presence of the normal catheter dye study, coupled with the 20 ml reservoir volume today, verifies that the pump is malfunctioning and will need to be replaced. There may be slugging/crystallization blocking the outlet to the catheter.

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue was not confirmed. Visual inspection of the pump did not find any anomalies with the exterior of the pump. Functional analysis of the pump confirmed the pump successfully primed and flowed within specification. The unit flowed at 98% efficiency. As the device performed according to specification during the investigation, no definitive root cause was able to be confirmed. Internal complaint number: (B)(4).